Event description:
The customer reported that the c-arm will not boot-up. Unit is never used on live humans.

Manufacturer narrative:
This mer is related to ge healthcare complaint number. The ge service rep verified and reproduced the problem. He observed boot process with external monitor. The system halts at various process steps and does not exceed display controller initialization. He reseated all boards and associated chips. He reset system cmos. Unit shows no improvement. Hard drive makes buzzing noise during access. He placed repair sbc parts on order. In 2009, he retrieved calibration files and replaced worn system hard drive, bad single board computer cpu and related obsolete components and hardware. Installed current software, rebuilt flash memory, reseated all circuit boards, reinstalled calibration files. The system now boots properly, hard drive now works quietly, accesses swiftly.